Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. The customer will be receiving a replacement device. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device will not power on. The device was also displaying all three icons (attention, charge-pak and service wrench) on its readiness display. There was no report of patient use associated with the reported event.